Manufacturer narrative:
The available information suggests this product remains in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that the rate/sense terminal pin of this implantable defibrillation lead was inserted in the atrial port of the device. The pocket was reopened and the leads were inserted into the correct ports. No adverse patient effects were reported.